Manufacturer narrative:
H3: code "other" was selected as the medical devices not available for return. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: occlusion of device or native vessel, improper component placement. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2024, a patient underwent emergent endovascular treatment of an abdominal aortic aneurysm rupture using gore® excluder® aaa endoprostheses. The patient was in shock and this evar was performed while cardiac massage was administered. During the treatment, a contralateral leg was implanted and unintentionally covered the right internal iliac artery. No treatment for the coverage was required. The patient tolerated the procedure. A few hours later, the patient passed away. The physician stated that regarding the unintentional coverage of the right internal iliac artery, the misalignment may have been due to marking etc., being done while performing cardiac massage. It was acceptable because the left leg was implanted to the left common iliac artery, the left internal iliac artery was patent, and this evar was an emergency. Regarding the patient's death, the death was not related to the unintentional coverage but was due to poor pre-operative conditions.